Event description:
Issue was with the cadd extension set after labor epidural was administered and epidural infusion was started. Leaking of solution was noted from the anterior portion of the filter located on the extension tubing. FDA safety report ID# (B)(4).